Event description:
Procedure: donor nephrectomy. According to the reporter: the device fired on the renal artery but when the surgeon opened it up, the cartridge was stuck to the vessel. The surgeon tied the distal and proximal staple line and resected the device. Or delay was reported as 30 minutes.